Event description:
The customer reported that intermittently the system would not perform fluoroscopy. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The frame grabber control board needs to be replaced. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.